Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4: batch # a9cr3y. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿jaw cutting". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a coronary artery bypass graft, the device was used for a saphenous vein harvesting. When the clip was applied on the vein, the device "cut through." Normal force was used to apply clip and jaw was not noticed to be misaligned. After clipping on the vein, the jaw was misaligned and cut directly through the vein.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2023. D4: batch # unk. Additional information was requested and the following was obtained: "the patient is doing okay, there was no bleeding as there was no blood flow at that part." "The doctor finds other vein for harvesting and to be used in graft. This round, surgeon was quite calm as only few clips had the issue in the single applier, one clip applier has 20 clips. The sales rep was not in the ot to observe the procedure. The doctor later tried to demo to the sales rep with other clip applier but it did not happen, so the sales rep had no idea how it happened." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.